Event description:
Additional info provided by the reporting surgeon indicated the lens was explanted in 2002.

Event description:
A surgeon reported that a pt rec'd an intraocular lens (iol) implant about seven months ago with a very good result. The surgeon recently noticed that both haptics have become detached from the optic and that the optic has floated into the anterior chamber. The pt has experienced corneal damage and clouding. Add'l info has been requested.